Manufacturer narrative:
(B)(4). No name or contact information was provided during the report. The reporter was the patient's niece. If additional contact information is provided, appropriate follow up will be conducted.

Event description:
The consumer reported "the monitor part didn't work for the patient so they used the external device." It was further reported the patient passed away. Additional information was received from the healthcare provider (hcp) noting the patient hadn't been seen since implant and they knew nothing of the monitor not working or the patient dying. Relevant medical history includes parkinsons dual.